Event description:
Falsely elevated ctni results occurred on 2 pts. A result of 4.41 ng/ml was obtained for pt 1. The same sample was repeated with a result of 0.02 ng/ml. A result of 1.29 ng/ml was obtained for pt 2. Repeat analysis of this sample was 0.06 ng/ml and 0.09 ng/ml. The elevated result for pt 1 was reported to the physician who questioned the result and did not administer treatment. The elevated result for pt 2 was not prescribed or altered and there was no report of adverse health consequence to the pts as a results of the falsely elevated ctni results. Analysis of instrument data indicated user maintenance issues.